Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported december 14, 2016,while prepping for a microwave ablation procedure, it was noted the tip of the device was broken. The fracture was noted prior to inserting it into the patient, there fore the patient suffered no harm or injury due to the device defect. The device was set aside and the procedure was successfully completed using a new of the same device. The reported disposable device has been returned to the manufacturer for evaluation..

Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator was broken. The site of the break appears clean and occurs where the tip meets the shaft of the device. The internal ptfe insulation appears to be bent and drawn out, leaving a "tail" from the end of the shaft at the site of the fracture. This indicates the tip was bent, triggering the fracture. Functional testing could not be conducted due to the condition of the returned sample. The customer's reported complaint description of the tip fracture is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Based on the device history review this event does not appear to be due to a manufacturing defect. The most likely root cause to the event is due to handling damage during transit or storage. The instructions for use, (510-245), which is supplied to with catalog number contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).